Event description:
On (B)(6) 2009, the patient was admitted to the hospital for lumbar pseudoarthrosis. Pre-operative home medications noted included: arthrotec, lisinopril, estradiol, prozac, simvastatin, lamictal, klonopin, zyprexa, adderall, and synthroid. Physical exam noted lumbosacral tenderness. She underwent an exploration of the lumbar spinal fusion, removal and replacement of synthes segmental posterior lumbar instrumentation at l3, l4, and l5 on the right side (the right l4 screw was not able to be removed, due to hard bone, so the surgeon cut the screw and the old l5 screw appeared to be loose). Both the right and left side from l3-l5 were decorticated and iliac crest bone autograft, mastergraft allograft, infuse was placed. After the procedure, it was noted that the patient experienced decreased sensation on the left lateral foot. Per the surgeon, the numbness was warranted that there was no swelling from surgery and that it would resolve. The patient experienced decreased kidney function postoperatively thought to be caused by an extended period of hypotension. She was discharged on (B)(6) 2009 with instructions to restart her home medications: prozac, adderall, klonopin, vitamins, synthroid, lamictal, zyprexa, estriadol, lisinopril, simvastatin, and calcium carbonate. On (B)(6) 2009, lumbar x-rays were obtained, compared with the x-ray obtained (B)(6) 2009, and it was noted that the right paraspinal rod subluxed inferiorly by approximately 2.9cm and was no longer in contact with right l3 pedicle screw. On (B)(6) 2009, the patient was admitted to the hospital with the diagnosis of loosening of spinal hardware. The procedure performed included reinsertion of synthes lumbar spinal hardware,including a new and longer right-sided connecting rod and 2 pedicle screw caps from l3-l5 because of rod migration. Pre-operative home medications noted included: lamictal, klonopin, zyprexa, adderall, and synthroid. The findings of the lumbar x-rays obtained on (B)(6) 2009 included a satisfactory appearance of the rod connecting the l3 and l5 pedicular screws. A portion of the previously placed right l4 screw remains in the posterior element region and the old l4 screw site was noted. She was discharged on (B)(6) 2009 with the instruction of continuing her home medications: prozac, arthrotec, adderall, klonopin, vitamins, synthroid, miralax, lamictal, zyprexa, estradiol, lisinopril, simvastatin, calcium carbonate, and oxycodone. On (B)(6) 2009, lumbar x-rays were obtained and compared to the post-operative follow-up (B)(6) 2009 films. Findings included: a portion of the screw in remains posterior elements on right at l4; there is a question of developing lucency around the right l3 screw. On (B)(6) 2009, the patient underwent a lumbar MRI with and without contrast for right-sided radiculopathy which was compared to a lumbar spine CT obtained on (B)(6) 2009. The conclusion of the MRI consisted of: multiple probable synovial cysts at l2-l3, located in the right lateral recess and posterior epidural space and appear to be arising from the right and left facet joints. The synovial cyst in the right lateral recess ¿almost certainly impinges upon the traversing right l3 nerve root¿. The cysts produce mild to moderate spinal canal stenosis. On (B)(6) 2009, lumbar x-rays obtained were compared with previous films from (B)(6) 2009 and notes a ¿suggestion of lucency surrounding the intervertebral distal end of the l3 pedicle screw raising the possibility of loosening, although this is unchanged dating back to at least (B)(6)¿. On (B)(6) 2009, the patient was admitted to the (B)(6) medical center with a primary diagnosis of synovial cyst and secondary diagnoses of: lumbar spinal stenosis, thoracic/lumbosacral neuritis/radiculitis, and myalgia and myositis. Surgical procedures included l2-l3 lumbar laminectomies and foraminotomies as well as excision of a multilobulated central and right l2-l3 extradural synovial cyst for intractable right lumbar radiculopathy, neurogenic claudication, synovial cyst, and lumbar stenosis. Physical exam noted hypoactive reflexes. Pre-operative home medications noted include: vitamins, synthroid, miralax, klonopin, estradiol, lisinopril, prozac, arthrotec, adderall, simvastatin, calcium carbonate, lamictal, zyprexa, oxycodone, and hydrocodone. She was discharged on (B)(6) 2009 with the diagnoses of adjacent level lumbar stenosis and synovial cyst and prescribed: oxycontin, norco, and soma as well as continuing her home medications: prozac, arthrotec, adderall, klonopin, vitamins, synthroid, miralax, lamictal, zyprexa, estradiol, lisinopril, simvastatin, and oxycodone. Additionally, the attorney reports ¿(B)(6) 2009: disk bulge l3-4, l4-5, l5-s1; moderate l4-5 foraminal stenosis¿ and ¿(B)(6) 2009: migration/loose hardware. Question loosening of l4-5 screws¿.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.